Event description:
A caller reported receiving a minimum fill notification. There was no reported impact on the customer's blood glucose level. Initially, the customer was advised to reload the original cartridge, which did not resolve the issue. Technical support then guided the caller to fill and load a new cartridge using the correct technique, which successfully resolved the problem, allowing the customer to resume insulin delivery.